Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the gas flow was erratic on the electronic patient gas system (epgs). The customer observed a "gas system needs service" error message. The device was not changed out, as the customer is still using the unit. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Technical support informed the customer to use an external flow meter and use knobs only.